Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) parity error (B)(4), parity error(B)(4), between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the patient's device has reset due to radiation therapy that the patient had. The interrogation shows "question marks in the data fields where there should be numeric values." Follow-up information indicates settings to be correct on the device. The device remains implanted. No patient complications were reported as a result of this event.